Event description:
It was reported that the patient experienced a burn after using a heating pad over the pump. This resulted in an infection in the pump pocket. Per the reporter, a culture was not taken, "it was clearly infected. So much so that the wound had reopened and the pump was visible". Per the reporter, the pump had been implanted in the left buttock and was removed after the infection; the new pump was implanted in the left abdomen. The infected pump was functioning properly and was discarded by the hospital and will not be returned. The pump was delivering hydromorphone and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709s,c serial# (B)(4), implanted: 20011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).